Event description:
It was reported that an "er320" was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip spitted (ejected) from the jaw. The clip did not fall into the pt. A new clip applier was used to complete the case. There was no consequences to the pt.